Event description:
It was reported that a large volume infusor had backflow of saline solution from the fill port. This occurred during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h4: the lot was manufactured between november 1-2, 2023. H11: the actual device was received for evaluation. Visual inspection on the sample via the naked eye noted evidence of a leak (backflow) at the fill port when the fill port cap was opened. Further inspection revealed the root cause of backflow was due to a particle measured to be 3.14 mm in length, stuck under the device checkband. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember and the stressmember is located inside the bladder. Shaving from the stressmember may have stuck under the checkband during manufacturing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.